Event description:
A pt reported they were unable to test for three days due to malfunction of the meter. Their meter allegedly had no power. There were no other tests done. Pt was not treated. No further info has been reported.